Event description:
On 11 jul 2008, abbott spine became aware of the following event was communicated through a clinical study. In 2004, the patient underwent an minimally invasive surgical (mis) l4-s1 procedure using pathfinder products. During surgery, the surgeon waa using the pituitary rongeur to remove some posterior soft tissue. Upon pulling on this posterior soft tissue, an opening into the epidural space was noted and cerebral spinal fluid (csf) started leaking out from the ventral aspect. No excessive bleeding was noted. Tisseel and gelfoam was placed in this posterior aspect of the annulus where this was adherent to the dural sac. Additional tisseel was placed over this. The patient also experienced a dural tear. On an unknown date, the dural tear resolved.

Manufacturer narrative:
A specific part number was not communicated. No device will be returned. The event information was communicated as a result of a clinical study.